Event description:
It was reported that the image on the 9600 system was scrolling accross the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor to be replaced by the customer. The service call was cancelled by the customer. A f/u report will be filed when add'l details become available.